Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 110-200. The customer stated that when she tried to bolus and scroll up to dose for a bolus the screen goes blank. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer stated that the silver part around the top part where the cap is screwed on does not look smooth. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.